Event description:
A medtronic representative received a report that a site's articulating arm was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported that the vertek arm locking mechanism failed to lock properly. No parts have been returned to manufacturer for analysis. No further issues have been reported.